Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The returned dilator was able to be inserted into the sheath without issue. However, inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive around the access of the shaft. Part of the adhesive appeared torn, suggesting that excess adhesive particles may have been pushed into the sheath shaft. Additionally, minimal damage was observed at the sheath tip. The reported events were confirmed via analysis.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was reported that there was an issue with the dilator not snapping in place properly and the hemostatic valve had a saline and blood leak. The sheath was replaced, and the procedure was completed successfully without patient complications. The device has been received at boston scientific post market laboratory.